Manufacturer narrative:
Device was returned to the MFR for eval. A visual examination confirmed the breakage. And it also showed that head of rotate cutter was broken off to two pieces. Handle is marked from use of mallet. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.